Manufacturer narrative:
Hologic technical support (ts) advised customer to clean the sample and reagent preparation areas and any touchpoints, discard any open kits, prepare a new one, and run 30 blanks on the panther and fusion sides of the instrument. Customer ran blanks using the same assay lot as the affected wl, and all blanks were negative with no amplification. Customer reran 25 sars-cov-2 pcr positive samples and amended the results if they retested negative. Hologic product applications specialist (pas) reviewed logs and noticed many late positives but with no apparent pattern, possibly due to sample handling or transportation issues. The negative control in the wl in question may have been invalidated due to sample mishandling, but the fusion ic values were consistent. Ts relayed the pas review to customer and recommended they continue to run and monitor as there were no reagent preparation issues found. Customer notified the collection sites to not touch the foil caps, change gloves, put one specimen per bag, and ensure the ice will not contact the samples if it melts. Pas noticed the thermocycler rfus were lower than expected for many wells, so a hologic field service engineer (fse) was dispatched to service the thermocycler. Fse attempted to clean the thermocycler wells, but the entire module was replaced instead. Instrument was operational and released back to customer. No further issues were reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported one sars-cov-2 pcr run using assay lot 324719 on panther fusion instrument sn (B)(4) which had a high positivity rate. The worklist in question, (B)(4), had an invalid negative control and had 36 positives out of 111 samples. Customer informed hologic technical support (ts) that they had been receiving multiple samples together and melted ice in the same bag. Customer reported there were no new operators, no spills, and no fans blowing on the sample or reagent preparation areas. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. Results were reported to patients, but customer could not confirm if any treatment was given. Customer reran all positive samples in question and amended any result if it retested negative. There were no associated/reported adverse events.